Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report a broken belt clip on the insulin pump. Customer also reported that the insulin pump alarmed failed battery test and low battery. Customer's blood glucose levels ranged from 300 to 425 mg/dl. Customer reported that high blood glucose levels were due to an infection. Product is being replaced.